Event description:
It was reported that the procedure was to treat a 60% stenosed lesion in the righrt superficial femoral artery with moderate calcification and mild tortuosity. The ht command 18 guidewire (gw) was advanced and removed with difficulty with the introducer sheath. In addition, the gw was reported to feel thicker than the gw normally feels. There was no adverse patient effect and no clinically significant delay reported in the procedure. A different command gw was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.